Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The reported complaint of "brush broke off scope while cleaning." Involving pentax video gastroscope model eg-1690k serial (B)(4), did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. However, the information reasonably suggests that if the malfunction recurs while in use with pentax product is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore this event is reportable. On 16sep2020, pentax customer service received an email for service notification for operation channel blocked. Per gfe received from the user the brush broke off inside of the scope when cleaning. On 24sept2020, the scope was received at pentax facility for service and was inspected where the inspector confirmed the user narrative. Additional inspector findings: accessory stuck in primary operation channel. Biopsy inlet t-piece stuck accessory at aft tube. Failed wet leak test. Lightguide prong cover glass set loose. Failed dry leak test. Air/ water nozzle glue missing. Primary operation channel resistance. Customer complaint confirmed. Bending rubber pinhole. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Insertion tube mild crush at stage 1. Bending rubber leak at middle section. The endoscope was repaired where the parts listed below were replaced and returned to the user on 25sep2020 on delivery (B)(4). Parts replaced: o-rings and seals. Distal end assy w/tubes. Adjusting collar. Angle wire. Bending rubber. Rl pulley assy. Ud pulley assy. O-ring (1.8x19.8). On 14-jan-2021, a device history record(DHR) review for model eg-1690k, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 14-sep-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 02mar2021, a review of the service history was performed, and it was confirmed that the device was not routinely serviced since date installed of (B)(6) 2018.